Event description:
During a laparoscopic blebectomy procedure, the device did not need any power to close the closing trigger and the knife didn't come out. Another device was used to complete the procedure. No patient consequence.